Event description:
It was reported on (B)(6) that left triathlon ts tka revision of subsided primary tka triatnium baseplate took place. Femoral component and tibial insert were also revised at time of revision surgery.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Implants released to patient.

Manufacturer narrative:
The patient is (B)(6). An event regarding baseplate loosening involving a triathlon tritanium baseplate was reported. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The investigation concluded that the reported event was caused by patient factors or surgical technique. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as operative reports, x-rays of the post-operative appearance of the primary left total knee arthroplasty, and clinical or past medical history are needed.

Event description:
It was reported on (B)(6) that left triathlon ts tka revision of subsided primary tka triatnium baseplate took place. Femoral component and tibial insert were also revised at time of revision surgery.